Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. Final angiography showed exclusion of the aneurysm and the pt tolerated the procedure. On (B)(6) 2013, follow-up imaging showed the right contralateral leg component had migrated proximally (amount unk) and was located within the aneurism sac. The images also showed a contained rupture of the right common iliac artery and a distal type I endoleak. It was reported that complete circumferential wall apposition was not obtained during the initial implantation of the contralateral leg component, which resulted in the endoleak and rupture. The same day, an intervention was performed whereby a contralateral leg component was implanted to provide distal extension into the right common iliac artery. Final images showed the rupture was resolved, and the patient tolerated the procedure. Add'l info has been requested.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.